Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2014 states that yesterday they increased the outputs to maximum outputs to make sure they can capture until they revise the lead today. After changing outputs, it was showing less than 6 months remaining and today they interrogated again and now showing 1 .5 years . The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).